Event description:
The exactamix 500ml and 3000ml bags were leaking from the center port and was caught during final check of the product. The exactamix 4000ml bag was leaking from the place where the seal was imprinted into the bag.